Manufacturer narrative:
The reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
Punctate keratitis was reported in patients in a literature article for evaluation of a multifunctional femto laser for lasik flaps. Additional information is not available.